Manufacturer narrative:
E1: initial reporter phone no. (B)(6) h11: the device was received for evaluation. During functional testing, the pump displayed a primary maintenance alert. A review of the event history log showed ¿battery maintenance due.¿ a device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified as a depleted battery. The device requires a battery learning cycle to be performed to determine battery status. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned novum iq large volume pump, the device displayed "battery maintenance due". No additional information is available.